Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The measurements were reported to have been stable, but increased to out of range over the course of one month. Technical services (ts) discussed possible causes. This lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Visual inspections of this lead revealed calcification buildup on both distal and proximal shock coils. Laboratory was able to confirm the reported high shock impedance measurements.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The measurements were reported to have been stable, but increased to out of range over the course of one month. Technical services (ts) discussed possible causes. This lead was then explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
No further information is available at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. The measurements were reported to have been stable, but increased to out of range over the course of one month. Technical services (ts) discussed possible causes. This lead remains in service and will continue to be monitored. No adverse patient effects were reported.